Event description:
No controls were in use.

Event description:
Customer tested blood glucose at 11pm and received a result of 225mg/dl. They took their normal dose of insulin. At 1:36am their spouse woke pt up, they were sweating and wet and not making sense. Their blood glucose was 192mg/dl according to the device. Spouse thought pt was having an insulin reaction and gave pt 8 ounces of milk. At 2:30 spouse tested with a new vial of glucose strips and received a result of 71mg/dl. The old glucose strips read 240mg/dl. The customer was given more milk and cookies. No controls were in range. A request was made for the return of the suspect device and replacement product was sent.